Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the scanner was not scanned on medication. A technical support specialist dialed into the server ippharappp101 es161 app and logged into pyxises, then opened settings and devices, navigated to trace, and selected ophth_4thlewis. After running a query, the tss identified the individual who had placed the device into out of service. The tss then returned the call to the user and provided the details however, the user stated they were not familiar with the person involved and requested additional information, which the specialist supplied via email using the log. The tss also asked the user to confirm whether the scanner was physically damaged and whether they had attempted unplugging and reconnecting the scanner to test it again. The customer explained that the scanner was secured with a screw and a screwed in cover, and that they had removed the top cover, verified the scanner was properly connected, but did not remove the nail securing the scanner cord. Following this, the customer reported that the device was functioning properly, though they were unsure if the fix was temporary and indicated they would submit another ticket if the issue recurred. The user later confirmed the issue was resolved, and the tss proceeded to close the ticket. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the barcode scanner was not scanning or picking up the barcode on medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.